Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the primary package has an open seal. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). Batch record review: lot: 8c00853 was manufactured on 03/15/2018, line primary labeling/scd, with a total of (B)(4) market units. Complaint investigator ID: (B)(4) performed a batch record review on 11/19/2020, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code: 412019 sap material: 1257951 and manufacturing order: 1398427. The batch record review supports that there were no discrepancies related to the issue reported. There is a photograph associated with this case and no unused return sample was expected. Investigation conclusion: on 30 mar 2020, a query was run in trackwise 8.7 system, for malfunction codes reported wnd-pmc9.6 primary pack (sterile products) has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging, for the scd line. The manufacturing lots: 7j05226, 7k03861, 8c00853, 8a03793, 8e01241 and 9f01236 were found impacted, with the maximum severity level of 4. The problems reported were related to ¿primary packaging - open seal¿. As those lots have the same failure modes they were grouped. For more details refer to the table 1 - complaints reported from 19 mar 2018 and 14 jan 2020. Since no probable root causes were identified during the preliminary investigation of the nonconformance report tw (B)(4), a root cause investigation was generated to address appropriate actions. Excess of wip in the packaging station: there is not a continuous flow from rotary table to packaging area, which creates a wip that can potentially cause confusion to operators during the sealing process. Procedure step not followed. The manufacturing operators inadvertently did not inspect the condition of seal of the related pouches with open seal should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.